Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: surgeon bent plate between 2nd and 3rd hole of plate head (furthest from plate shaft) prior to applying to patient. Surgeon then drilled freehand (not using conical drill guide) through the 3rd hole in the head of the plate (furthest from plate shaft) - upon inserting a 2.4mm variable angle locking head screw the plate broke into two pieces between the second and third hole in the head of the plate (ie where it had been bent by the surgeon). This plate was removed and the plate with the same oblique head but 5 holes in the shaft was used instead. There was no adverse implications to the patient other than extended theatre time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.